Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported st elevations occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the patient using a pigtail catheter. The pigtail catheter was removed and prior to insertion of the 21mm watchman ® laa closure device & delivery system (wds) into the was, st elevations were noticed in the electrocardiogram (ECG) leads I, ii and augmented vector foot (avf). No air was noted in the patient. The physician performed a coronary angiogram to rule out thrombus or air embolus in the coronary arteries. A spasm in the left anterior descending (lad) artery was noticed and 200 mcg nitroglycerin was administered intra-coronary to relieve the lad spasm. The wds was then inserted into the was. The st elevations resolved after the nitroglycerin administration while the wds was in the patient. They implanted the closure device and no other complications were noted. The patient's status was fine.